Event description:
Reportable based on device analysis completed on 22-nov-2018. It was reported that the coil unlocked inside the microcatheter. The target lesion was located in the splenic artery. A 14mmx20cm interlock coil was selected for use. During the procedure, after the physician retrieved the coil for repositioning, it was noted that the coil unlocked inside the microcatheter. The coil was removed with the catheter. The procedure was completed. No patient complications were reported and the patient's status post-procedure was stable. However; returned device analysis revealed that the interlocking arm was not returned since it is detached from the pusher wire. Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and an introducer sheath were returned for this complaint. The coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found broken and stretched near the distal end. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was not returned since it is detached from the pusher wire. Dimensional inspection revealed that the device was within specification.